Manufacturer narrative:
(B)(4). The product associated with this report will be returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. No additional info has been reported to allergan regarding the serial number or model number. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses extrusion as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."

Event description:
Healthcare professional reported a lap-band system for which "the port keeps flipping and broke through the skin." It is not known how the problem was first noticed. The lap-band "port was cut and explanted." The prot has not been replaced.